Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2023, the patient went to the doctor¿s office due to the amount of bleeding that occurred. The patient reported the doctor did an ¿extraction of 81 cc of blood¿ using a syringe from the sensor insertion site. The patient was also treated with unspecified steroids and underwent a magnetic resonance imaging (MRI) to try to determine the cause for the excessive bleeding. The MRI did not reveal any cause for the bleeding. The patient was doing fine at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.